Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation ¿ evaluation: it was reported that a 'cook cervical ripening balloon with stylet' was placed to induce cervical ripening. As part of the induction process, she also received misoprostol vaginally. The user noted the device was difficult to place, but no device malfunction was reported. The patient had an epidural throughout labor and did not have any complaints of pain. The device was removed prior to delivery as intended. After a short second stage of labor, lasting approximately six minutes, and the birth of a baby of average size, the provider identified several cervical lacerations immediately following vaginal delivery. The user findings revealed a laceration extending from the 3 o¿clock to 9 o¿clock position, 1cm proximal to the cervical os, as well as a 5cm cervical laceration extending from the proximal cervix toward the distal tear in a perpendicular direction, forming a t-shape. The external cervical os was noted to be 1 cm dilated and did not connect with the cervical lacerations, suggesting that the neonate had likely been delivered through these posterior tears. Both tears were repaired with 2-0 vicryl running locked sutures. A section of the device did not remain inside the patient¿s body. The patient did not require any other additional interventions due to this occurrence. The patient did not experience any other adverse effects due to this occurrence. Reviews of the instructions for use (IFU), and quality control (qc) procedures were conducted during the investigation. The complaint device was not returned; therefore, no functional testing or visual inspections could be performed. Cook has concluded that the device was manufactured to specification. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) could not complete due to lack of lot information from the user facility. A complaint history database search could not complete due to lack of lot information from the user facility. Cook also reviewed product labeling; the IFU supplied with the device states the following in consideration of the reported failure mode: "note: the device is not intended to be in place for longer than 12 hours. Time the placement of the device 12 hours prior to the planned induction." Based upon the available information, no product returned, and results of the investigation, cook has concluded that the cause for the complaint could not be established. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
E3: customer occupation = unknown. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that a 'cook cervical ripening balloon with stylet' was placed to induce cervical ripening. As part of the induction process, she also received misoprostol vaginally. The user noted the device was difficult to place, but no device malfunction was reported. The patient had an epidural throughout labor and did not have any complaints of pain. The device was removed prior to delivery as intended. After a short second stage of labor, lasting approximately six minutes, and the birth of a baby of average size, the provider identified several cervical lacerations immediately following vaginal delivery. The user findings revealed a laceration extending from the 3 o¿clock to 9 o¿clock position, 1 cm proximal to the cervical os, as well as a 5 cm cervical laceration extending from the proximal cervix toward the distal tear in a perpendicular direction, forming a t-shape. The external cervical os was noted to be 1 cm dilated and did not connect with the cervical lacerations, suggesting that the neonate had likely been delivered through these posterior tears. Both tears were repaired with 2-0 vicryl running locked sutures. A section of the device did not remain inside the patient¿s body. The patient did not require any other additional interventions due to this occurrence. The patient did not experience any other adverse effects due to this occurrence.